Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information in relation to a dreamstation auto CPAP. The patient alleges that the device has a burning smell and the bottom of the device has "burnt marks." There is no allegation of patient harm or medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.